Event description:
In 2000 the pt used the suspect device to check their blood glucose level. The pt obtained a reading of 104 mg/dl. The pt had hypoglycemic symptoms and called the ambulance. Emt's used their meter to check the pt's blood glucose and the result was 46 mg/dl. The pt was given an IV, glucose and then taken to the ER. The ER said the pt was dehydrated. The pt was diagnosed as anemic in 2000 and follow-up was required.